Manufacturer narrative:
The complaint products were analyzed and then returned to the patients' representative. The prosthesis fracture was confirmed as the acetabular liner was found to be in two pieces. A piece of the locking button was found captured in the mating part of the acetabular shell. The devices were loosely packaged together in a cardstock envelope with no barrier between the components. Because the devices were not individually packaged during transportation, it is also possible that some of the superficial scratches occurred during handling and/or transit, after the components were removed from the patient. Visual evaluation condition/findings (conducted with a 7x or 10x optical). The acetabular shell- burnishing appeared consistent with contacting a hard surface, such as instrumentation used to remove the shell during the revision surgery. Because the devices were not individually packaged during transportation, it is also possible that some of the surface damage occurred during handling and/or transit, after the components were removed from the patient. The inner surface of the shell shows burnishing that appears consistent with direct shell-femoral head articulation following the disassociation of the acetabular liner. The superficial scratches appear consistent with contacting the disassociated acetabular liner. Deformation and/or scratching was noted on all three of the screw holes. This indicates that screws were likely implanted with the acetabular shell. However, no screws were made available for evaluation. The nature of the deformation could indicate that the shell was loose, and the screws were contacting the edge of the screw holes in situ. Because no other screw hole deformation/damage was visible, the screws were likely well-fixed in the bone. The femoral head- appeared scratched. The scratching was likely the result of articulating against the metal acetabular shell following the disassociation of the acetabular liner. Inner surface of the femoral head, scratches appear consistent with mating with the trunnion of the femoral stem. This device should have four anti-rotation tabs along the outer, superior edge. However, only one anti-rotation tab was visible. The other three anti-rotation tabs likely wore down following the disassociation of the acetabular liner. Dark-colored lines appear consistent with sub-surface cracks likely caused by unsupported loading near the apical lock and secondary translation of metal debris into the cracks. Noted wear appeared consistent with this femoral head articulation directed towards the liner edge. The worn edges appeared consistent with contacting the neck of the femoral stem (femoral neck impingement). This impingement likely occurred prior to and following the disassociation of the liner. The most common site for impingement is posterior. However, excessive joint motion in any direction can lead to impingement at any location along the rim of the acetabular component. The levering effect of impingement can cause the femoral head to rub against the rim of the liner and sublux at extremes of motion. Worn edges of the acetabular liner- metal fragments appeared consistent with metallic wear particles from the acetabular shell embedding into the polyethylene. Metallic wear particles also appear to have contributed to discoloration of the liner. Wear and discoloration on the backside of the acetabular liner- wear on the backside of the acetabular liner appeared consistent with articulating with the acetabular screw heads. When fully seated, the screw heads should not protrude past the inner surface of the acetabular shell or contact the liner. This suggests that one or more of the screws were not fully seated at the time of implantation, which likely contributed to the disassociation of the liner. Locking button of the acetabular liner- the remaining portion of the liner appeared consistent with the outer edge of the locking button detaching from the rest of the liner. The outer edge was retained by the acetabular shell, there is also a partial-thickness crack. The femoral head sitting in the acetabular liner- the alignment of the femoral head appeared consistent with the center of rotation migrating, as the femoral head did not rest in the center of the cavity. The head likely migrated vertically due to femoral neck impingement and progressive wear in the direction of the applied load. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. The company is not aware of receiving any other complaint reports involving a femoral head, acetabular shell, or acetabular liner from any of the manufacturing lots involved in this case. A review of the device history records for the showed that the named devices were accepted with conformance to the device requirements. Therefore, this does not appear to be manufacturing-related. There were no reported user-related. The revision reported was likely the result of disassociation of the acetabular liner from the shell, possibly related to the acetabular screws sitting proud or incorrectly seating the acetabular liner during implantation, which led to pain. A review was conducted of labeling, and it is noted that only qualified surgeons are to use these products: who are fully knowledgeable about all aspects of the surgical technique and use of these implants, have full knowledge about the system compatibility's, and must be fully trained to properly use the system and instrumentation. Also, as part of the preoperative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or postoperative period. Bone quality must be considered to ensure that the prostheses does not subside or migrate within the femoral canal or acetabulum; fracture of host bone should also be considered. Listed contraindication for use as patient's age, weight, or activity level that would cause the surgeon to expect early failure of the system. Total joint surgery risks - neurologic injury or neuropathy resulting in transient or permanent weakness, pain, and/or numbness. Device specific risks - fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Excessive wear of the implant components secondary to impingement of components or damage of articular surfaces. Metal sensitivity reactions or other allergic/histological reactions to implant materials. Possible detachment of the coating(s) on the components, potentially leading to increased debris particles. The patient has several risk factors that could affect implant life such as joint arthritis, being overweight and left hip severe osteolysis. The patient stated that she had not been able to walk correctly and suffers with pain after the revision. The follow-up doctors' notes indicate that the patient was "feeling good" and x-rays reveal that the device was centrally seated and anatomically aligned, with no evidence of leg length discrepancy. This device is used for treatment not diagnosis.

Event description:
It was reported that a patient experienced a left hip revision for pain, with a preoperative diagnosis of a fractured prosthesis. The prosthesis was found to be broken as the locking button from the acetabular liner was found to be captured in the mating part of the acetabular shell. The patient complained that she has not been able to walk properly after the surgery due to pain and fatigue. Patient was discharged from rehabilitation facility (B)(6) 2017 and had a dr office follow up on (B)(6) 2017 "feeling great", able to weight bear as tolerated with walker, further physical therapy with special instructions regarding left hip due to severe osteolysis. No additional information has been provided. This is one of five products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00503, 1038671-2019-05023, 1038671-2019-05024, 1038671-2019-05025 and 1038671-2019-05026.